Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. When positioning the lead the physician was unable to extend the helix into the tissue with the maximum number of recommended turns of the fixation tool. The lead was extracted and tested outside the patient with the same result. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.